Event description:
It was reported that the catheter was inserted and performed without difficulty. When the catheter was being removed, resistance was encountered and the catheter separated. Approx 3cm of the catheter remained in the pt. No removal attempt will be made at this time. There were no pt complications.